Event description:
It was reported that the attachment began overheating during a surgical procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the quality investigation details, the most likely cause was debris build up in the device during use. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow corrosion to enter and build in the attachment. Once enough corrosion builds up in the attachment, it may cause the device to not work properly or can physically bind up the attachment. The attachment was scrapped.